Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 519 mg/dl, 520 mg/dl, 561 mg/dl, 569 mg/dl and over 600 mg/dl. The customer reported that the insulin pump was in auto mode at the time of event. The device will not be returned for analysis.